Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abnormal effluent color , stomach bloating and vomiting. The breach in aseptic technique was further described as due to improper operation by the nurse. Treatment for the event was not reported. At the time of this report, the patient was admitted to the ICU and her condition was reported as "not good". Action taken with pd therapy was unknown. It was not reported if the patient or nurse were retrained on the proper aseptic technique. The reporter declined to provide additional information.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient passed away. The cause of death was not reported. It was unknown if an autopsy was performed. It is unknown if the peritonitis was resolved prior to death. It was unknown if pd therapy was ongoing prior to and at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the patient experienced symptoms of poor appetite, frequent vomiting (previously reported), "ultra-low" blood pressure, sudden weight loss, increasing weakness, cerebral infarction, and heart failure. Should additional relevant information become available, a supplemental report will be submitted.